Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 500 mg/dl and treated with manual injection. It was found that cannula was bent when customer changed infusion set. Troubleshooting could not be performed as customer was not available with insulin pump. Caller was advised to have customer call back for troubleshooting. Infusion sets would be replaced.